Event description:
It was reported that the 6.0x60mm absolute pro self-expanding stent system (sess) was deployed without issue to treat an embolism in the superficial popliteal-femoral junction; however, once deployed a fracture was visible at the middle section with fractured struts at several locations, but remained in one piece. The stent remained implanted and another unspecified stent was implanted to cover the struts. Slight delay in the procedure was noted; however, patient is doing well. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The reported break-stent was able to be confirmed via returned cine review. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. In summary, the single spot image confirms that the 6.0x60mm absolute pro self-expanding stent system (sess) did exhibit multiple fractures mid-stent but appeared to remain in one piece. Without additional imaging prior to stent deployment a probable root cause cannot be determined. A device malfunction can be confirmed via the image provided. It is possible that interaction with the anatomy and/or other devices resulted in the reported stent break/fracture; however, this could not be confirmed. The treatment appears to be related to the operational context of the procedure as another unspecified stent was implanted to cover the struts. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.